Manufacturer narrative:
Motor error alarm during occlusion testing due to moisture damage on the force sensor resistor. The motor was tested outside the device and passed. Cracked reservoir tube window and cracked reservoir tube noted. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case at display window corner, and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump had a crack from the reservoir window all the way to the act button. Customer's blood glucose level was not reported. He was sick and his blood glucose level was high. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.